Manufacturer narrative:
H10: the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 2 amia automated pd cycler sets experienced a low priority alarm (max air exceeded) alarm. This occurred during priming of peritoneal dialysis therapy. The patient was not connected at the time of the event. During troubleshooting, it was determined that there was a hole on the cassette tubing which resulted in a leak. The patient restarted with a new cassette and a leak was observed at the tubing at the end of priming right before the patient connected to the patent line. There was no patient injury or medical intervention associated with this event. No additional information is available.